Event description:
It was reported that as the end user was attempting to maneuver through a doorway the right footrest of the power wheelchair was caught on the doorway frame. End user reported her foot was sore for one week after incident occurred.